Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a crack in an extension tubing at the winged connector when mated with a syringe during patient use. There was leakage but no patient harm.

Manufacturer narrative:
The customer¿s report of a cracked female luer was confirmed. Visual inspection revealed that the female luer had a vertical hair line crack on the knit line with the gate opposite the crack. Examination under magnification showed no stress marks. Functional testing was performed and fluid leaked through the crack. The cause of the leak was a crack. The cause of the crack was identified as a likely issue with the manufacturing process by a third party supplier.